Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, the bwi product analysis lab received a photo of the complaint device provided by the customer. The photo had been analyzed. Device investigation details: according to the picture provided by the customer, the hemostatic valve was dislodged inside of the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device 00001799 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-small. The hemostatic valve was displaced. The sheath safety valve has become loose, making it impossible to pass the wire and wash with serum. No patient consequences were reported. The valve at the inlet of the sheath was loose, making it impossible to irrigate the sheath. The hemostasis valve (gasket) did not break into two or more separate pieces, it looks like it was loose. The hemostatic valve/brim cap/hub did become detached from the sheath. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 14-nov-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a male patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-small. The hemostatic valve was displaced. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator was inspected and was found in normal condition. Due to the conditions of the hemostatic valve, an internal action had been opened. A device history record evaluation was performed for the finished device number 00001799 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).